Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced tubing twisted and kinked event on (B)(6) 2024. The infusion set tubing between the site and the anchor was twisted and kinked which caused the alarm. This led to high blood glucose levels for four hours. The patient replaced their infusion set and use a new infusion site and resumed insulin delivery. No further information available.